Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1102, "primary alarm failed" message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the device was failing when powered on, giving error code 1102 while inspecting the event log. The customer found that the motor controller (mc) printed circuit board assembly (pcba) speaker failed. Customer is requesting part number for replacement speaker. The rse provided parts ID per customer request. The investigation is ongoing.

Manufacturer narrative:
The customer replaced speaker assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.